Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the balloon did not deflate properly. The device was advanced to the lesion and inflated at stenosis. The balloon was then attempted to be deflated however it did not deflate properly. An attempt was then made to deflate the balloon with a syringe to no avail. The balloon did partially deflate and was removed with the wire and sheath. The patient did not suffer any complications. There was no patient injury reported.

Manufacturer narrative:
It was reported that the balloon did not deflate properly. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the left posterior tibial artery. The patient was being treated for stenosis. There were no stents present within the treatment site or tracking path. An approach was made via the right femoral artery. A 5f, 45cm destination sheath and a whisper guidewire were used. The guidewire and device were advanced to the lesion with some difficulty. The device was inflated at the stenosis. The balloon was then attempted to be deflated however it did not deflate properly. An attempt was then made to deflate the balloon with a syringe to no avail. The balloon did partially deflate however reportedly half of the balloon did not deflate. The device was removed with difficulty with the wire and sheath. The patient did not suffer any complications. The same indeflator was successfully used with other devices. The device was inserted into the patient once and inflated once. There were no kinks noted on the device during or after use and force was not required when using the device. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The device was visually inspected under 4x-60x magnification by digital microscope camera. The device arrived back wrapped twice around itself. No external or internal packing was returned. The device contained clear liquid which could be either contrast media or saline solution. The hub was printed as expected and no visual defects were observed. There were seven squeezed impressions noted on the outer, starting from the strain relief to the break in the outer. A break in the outer was observed commencing 145mm from proximal end of balloon. There were four kinks noted on the inner. There were no visual defects noted on the distal tip. There was bunching noted towards the distal end of the balloon. An attempt was made to insert a 0.014"guidewire into the hub of the device. The guidewire only advanced as far as the break on the distal side. An attempt was made to insert the guidewire through the distal tip however it only advanced as far as the distal markerband. The device could not be inflated due to the condition of the device. The result of the investigation is inconclusive. A definite root cause cannot be determined. Due to the condition of the returned device the evaluation carried out was unable to confirm the reported deflation issue failure mode. The result of the investigation is inconclusive. The visual and functional examination of the returned device could not confirm the deflation issue. It is unknown whether patient factors, handling or procedural techniques have contributed to the reported event. Based on analysis performed no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Recommended procedure and technique: (inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. To exchange catheters, maintain the guidewire¿s position and lossen the haemostatic valve. Pull out the dilation catheter until the guidewire entry point exits the haemostatic valve. Grasp the wire a short distance from the entry point and continue to withdraw the catheter. Continue to alternate grasping the guidewire and moving the catheter until the catheter tip clears the haemostatic valve. Insert the new catheter as previously described for the initial catheter. Simultaneously withdraw the dilation catheter and guidewire from the guiding catheter / sheath. Withdraw the guiding catheter / sheath from the vessel. Follow standard practice for the management of the guiding catheter /sheaths (removal should not be attempted before near normalisation of clotting). Deflation and withdraw: deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).

Event description:
It was reported that the balloon did not deflate properly. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the left posterior tibial artery. The patient was being treated for stenosis. There were no stents present within the treatment site or tracking path. An approach was made via the right femoral artery. A 5f, 45cm destination sheath and a whisper guidewire were used. The guidewire and device were advanced to the lesion with some difficulty. The device was inflated at the stenosis. The balloon was then attempted to be deflated however it did not deflate properly. An attempt was then made to deflate the balloon with a syringe to no avail. The balloon did partially deflate however reportedly half of the balloon did not deflate. The device was removed with difficulty with the wire and sheath. The patient did not suffer any complications. The same indeflator was successfully used with other devices. The device was inserted into the patient once and inflated once. There were no kinks noted on the device during or after use and force was not required when using the device. There was no patient injury reported.